Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reported pain with use of the device. The results of an integrity test (date note reported) indicate multiple electrode anomalies. The patient was explanted (B) (6) 2010, and the patient was reimplanted with a new device during the same surgery.

Event description:
The facility representative reported an ipump device which allowed more patient control apparatus injections per hour then expected by the customer during patient use. The customer stated that the device was programmed to allow only 2 pca injections per hour, however the device allowed 5 pca injections per hour. No patient injury or medical intervention was reported. No additional information is available.